Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer was getting blood glucose values of 389mg/dl, 370mg/dl, 400mg/dl and down to 175mg/dl. Customer treated with bolus. When he went to bed today morning, blood glucose value was back in the 300mg/dl but he really was low and customer thought the meter was not providing accurate readings as today he woke up again and had a high blood glucose value, but the he used his other meter and it was actually 63mg/dl. Customer treated with a glass of juice. Customer declined to troubleshoot for high or low blood glucose value. Insulin pump will not be returned for analysis.